Event description:
A customer in (B)(6) received broken probe and hybridization buffer vials in the vysis telvysion 9p spectrumgreen probe kit. There was no damage to the external packaging. The end user was not hurt since the broken pieces were contained in the plastic bag and was not exposed to the contents of the vials because there was no leakage from the plastic bag.

Manufacturer narrative:
Per the certificate of analysis for the vysis telvysion 9p spectrumgreen probe, the hybridization buffer is classified as toxic and an irritant. It is possible for users to be cut or have their gloves torn by broken vials, exposing them to the vial contents and the biohazardous lab environment.